Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery, a cassette was found to be leaking and there was no suction. The product was replaced and surgery was completed without harm to the pt.